Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported they tried four times to set the device to hematocrit venous saturation. The user removed the device and used one of another pump. Unit would continuously reboot itself. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.